Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that post implant, the patient developed excessive bleeding from the incision and required pressure dressing and application of ice. The patient was required to stay in the hospital for observation. The patient was discharged for home.

Manufacturer narrative:
Should have been required intervention to prevent permanent impairment/damage (devices) rather than blank.